Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted deployment of a protege gps stent system in the contralateral (right) external iliac artery, the stent fractured and partially deployed at the target site within the vasculature and could not be re-sheathed or drawn back into the sheath. It was further reported that the partially deployed stent system had to be dragged back through the anatomy up and over the bifurcation and through the left common femoral artery access site, and that this was associated with dissections of the left external iliac artery and left common femoral artery. The dissection was reported as not flow-limiting. The stent was not implanted and does not remain in the patient. A delay in the procedure was reported, and post-procedure monitoring was performed and ongoing monitoring was planned. A new protege gps stent was used to complete the procedure. The patient outcome was reported as alive with injury.